Event description:
During outreach call, customer stated that he had experienced blood glucose versus sensor glucose. Customer was advised to call the 24 hour help line for further issues. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.